Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that a small, dark red foreign matter was found lose inside of the sterile pouch. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. The product was neither re-sterilized nor re-packaged. One unit of smart control, iliac 8x40 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. No other damages were noted. The foreign material was measured and it was found within of specification. A foreign material was observed inside the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was not confirmed since the foreign material was measured and it was found within of specification. The exact cause of the reported failure condition could not be conclusively determined. Therefore no actions will be taken. A small piece of foreign material was found inside the pouch which would appear to be packaging/manufacturing related, however it was found to be within our specifications so no escalation is required.

Event description:
The report received from the affiliate states that a small, dark red foreign matter was found inside of the sterile pouch during labeling process at (B)(4). The object was loose in the packaging. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(6) and not clinically used. The product was neither re-sterilized nor re-packaged.